Event description:
Healthcare professional reported "patient's concern with the product" and later reported "reason for removal: recall and contracture", baker grade unspecified. Affected side is left. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: contra-lateral side deflation and exchange of textured to smooth due to the patients concern of the product. Left side "contracture" baker grade unspecified was reported later.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe. Anxiety-product/procedure: unable to observe. As per the investigation procedure, creases, particles and observed a broken plug strap assessed as an unidentified (tear) opening were completed and none of the observations were found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Healthcare professional reported "patient's concern with the product" and later reported "reason for removal: recall and contracture", baker grade unspecified. Affected side is left. The device has been explanted and replaced.